Manufacturer narrative:
PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Part: 356.823. Lot: 2257477. Manufacturing site: (B)(4). Release to warehouse date: april 17, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x rays were provided and no material was returned for investigation. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for femoral trochanteric fractures using proximal femoral nail antirotation (pfna) implants. After inserting the blade up to the desired position, the surgeon tried to connect the impactor to the blade, but the impactor came off before it was completely connected. The surgeon commented that he did not feel much response from the impactor as usual when he started to turn the impactor clockwise after the blade was inserted to the desired position. A second attempt yielded the same result. Three attempts were made in total, but the result was same. As a result, the surgeon used another size of blade for the surgery. The surgery was successfully completed with less than thirty (30) minutes delay. Patient was stable. This report is for an impactor for pfna blade. This is report 2 of 2 for (B)(4).